Event description:
It was reported that the safety bar is not springing back. Upon inspection of the unit by the service technician, it was identified that the safety bar was bent.

Manufacturer narrative:
Result: safety bar.